Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device will not turn on and burning odor. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation, and observed dust -like particle and appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, blower, blower seal, blower box, heater plate and bottom enclosure. Small cracks were observed on the ui display bezel around the therapy button. The ui display bezel and iso port were observed to have what appeared to be burn marks on them, likely due to thermal damage on the pca. The inlet/outlet seal was observed to have thermal damage, and the pca was observed to have corrosion on it, both likely due to liquid ingress. Hairlike particles were observed on the top enclosure, iso port and bottom enclosure. Pil was able to confirm the complaint of no power and a burning odor. The customer complaint was not reproduced. The device was scrapped.